Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to test due to unresponsive buttons. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported a button error alarm on his insulin pump. He cannot clear the alarm. Customer changed out the battery and also dried the device with a blow dryer, but this did not resolve the issue. Customer' blood glucose is 203 mg/dl. Customer said he treated already. He said he was running high because he had gone to the gym. Customer stated he walked through a sprinkler, but did not go swimming. The device still worked afterwards. When he tried to bolus he noticed the device alarming button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.